Event description:
It was observed that during the device evaluation, the evis exera ii gastrointestinal videoscope exhibited white foreign objects in air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. The preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and relate reprocessing accessories)." Olympus will continue to monitor field performance for this device.